Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
The surgeon reported via the sales rep that a patient was revised due to a broken gamma nail, and further reported that the patient had been implanted for about approximately 3 months. He further reported that the nail had fractured through the lag screw hole.